Event description:
It was reported in an article from elsevier science b.v. Journal, file 72:embase, that a carotid angioplasty with stenting (cas) was performed with either a smart precise and/or acculink stents. A pt experienced a minor stroke and a subendocardial myocardial infarction (mi). Both events were attributed to sustained post-procedural hypotentension probably induced by increased carotid sinus activity. The article does not indicate if the event occurred with the smart precise stent or the acculink stent.